Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received multiple error alarms. The customer¿s blood glucose level was unknown. It also reported that they received a battery out limit alarm and also an unexpected restart alarm after inserted the most recent battery. The customer states that the insulin pump alarmed battery out limit after battery change and at time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement tests or verify the battery out limit alarm or unexpected restart error alarm due to the failed battery test alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.